Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the replacement of the uninterruptible power supply (ups) battery. The system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) battery was returned to the manufacturer for analysis. Analysis resulted in the conclusion that the battery had no failure. Device manufacturing date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the un interruptible power supply (ups) battery check was completed and the battery failed. No patient present.